Manufacturer narrative:
H6: health effect impact code: f1908: prolonged surgery. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes and the gore® dualmesh® biomaterial. Medical records from september 13, 2012 through november 25, 2014 were not provided. Patient information: medical history: morbid obesity: - (B)(6) 2008: 300 lbs., bmi 53.1. - (B)(6) 2010: 285 lbs., bmi 50.5. - (B)(6) 2015: 287 lbs., bmi 50.9. - (B)(6) 2017: 292 lbs., bmi 51.8. Chronic obstructive pulmonary disease [copd]. Type ii diabetes: - (B)(6) 2016: metformin. Smoking - unknown date: 1 pack per day for 50 years. - (B)(6) 2008: ½ pack per day smoker. - (B)(6) 2009: smokes 1 pack daily. - (B)(6) 2010: 1 pack per week; smoking for 40 years. - (B)(6) 2016: current smoker. - (B)(6) 2017: quit smoking 8 months ago. Hypertension. Sleep apnea. Hypercholesterolemia. Gastroesophageal reflux disease [gerd]. (B)(6) 2010: recurrent incisional hernia in epigastric area. Fluid collection beneath mesh. (B)(6) 2014: hiatal hernia, mesh has irregular appearance, fluid density anterior to mesh. (B)(6) 2015: chronic seroma, residual omental pedicle and affiliated scar/inflammation. (B)(6) 2015: sinus tract from old mesh, fat necrosis, meshoma, chronic inflammatory change. (B)(6) 2016: abdominal wall cellulitis with abdominal wall abscess to mesh with air-fluid level collection. (B)(6) 2017: open abdominal wall wound; likely abscess that spontaneously drained, inflammatory changes. (B)(6) 2017: infected prosthetic mesh, open abdominal wall wound. Prior surgical procedures: 1975: ectopic pregnancy. 1980: cholecystectomy with hysterectomy. 2008: coronary artery bypass graft [CABG], incisional hernia repair with mesh, complicated by wound infection, multiple wound debridements. 2008-2009: hernia repair x 5. (B)(6) 2008: open wound in chest hernia; treated with 4 or 5 debridement procedures and attempt of hernia repair. (B)(6) 2008: debridement of mediastinitis. (B)(6) 2008: wound closure for mediastinitis (likely with open omental harvest and split thickness skin graft). (B)(6) 2009: open ventral hernia repair with primary closure. Relevant medical information: (B)(6) 2007: CT abdomen/pelvis. ¿hematoma within right rectus at level of pelvis. Intraperitoneal hematoma along right lateral aspect of low abdomen & pelvis.¿ implant #1 preoperative complaints: (B)(6) 2009: ¿history of CABG with wound infection status post skin graft. Subsequently developed ventral hernia and underwent ventral hernia repair earlier this year. Has complained of recurrent ventral hernia enlargement.¿ implant #1 procedure: laparoscopic recurrent ventral hernia repair with mesh implantation. Implant: gore® dualmesh® plus biomaterial with holes [1dlmcph08/05803916] 26 cm x 34 cm, oval. Implant #1 date: (B)(6) 2009 [hospitalization dates unknown]. Description of hernia being treated: ¿incision was made in the right abdominal wall lateral to the midclavicular line. Dissection was carried down bluntly through subcutaneous tissue until the fascia was reached and sharply incised into and a balloon trocar was inserted. At this point, we identified a large subxiphoid ventral hernia with involvement of the small bowel and omentum. Using endoshears, we proceeded to take down the adhesions. Following extensive lysis of adhesions, the small bowel was dissected free. At this point, the omentum that was trapped in the ventral hernia was inspected. Due to her prior skin graft, it was decided that the omentum would be left in place to provide blood flow to the skin graft. Inspection of the omentum, we were able to identify 2 large vessels supplying this portion of the omentum and preserved this vasculature.¿ implant size and fixation: ¿at this point, with the lysis of adhesions complete, we proceeded to place a dualmesh plus of 34 x 26 in size for our hernia repair. First, the mesh was prepared with gore sutures and was introduced into the abdomen. Once this was accomplished, it was unrolled intraabdominally and anchored to the abdominal wall in the superior, inferior, and in bilateral positions with the use of a carter-thomason suture-passing device. Once the mesh was anchored in these positions, a series of anchors placed with the protacker was placed along the border of the mesh. Additional anchor sutures were placed with gore sutures in between the previously placed anchor sutures. Once all of these were completed, final inspection demonstrated no evidence of active bleeding or evidence of bowel injury. At this point, the abdomen was desufflated. Using o vicryl stitches, the balloon trocar port site was reapproximated. The fascia for the balloon trocar port site was reapproximated using a series of figure-of-eight stitches. The skin was reapproximated at all port incisions with 4-0 monocryl subcuticular stitches. Additionally, the stab wounds required for the placement of our anchor sutures were reapproximated.¿ relevant medical information: (B)(6) 2009: CT chest/abdomen. ¿seroma adjacent to anterior abdominal wall hernia mesh. Hernia defect superior to mesh extending into anterior chest wall.¿ implant #2 preoperative complaints: (B)(6) 2010: ¿recurrent ventral/incisional hernia. Since (B)(6) 2009, noted a lump and discomfort in upper abdomen. Has since enlarged and has persistent discomfort. Appears to have a paraomental hernia adjacent to a previously placed mesh that has pulled away from the abdominal wall/diaphragm.¿ (B)(6) 2010: indications: ¿the patient presents with a history, exam, CT scan consistent with a paraomental hernia following prior omental flap for sternal wound dehiscence. She has had two failed repair and is admitted now with a history and exam consistent with incarcerating stomach and obstruction.¿ implant #2 procedure: extensive laparoscopic lysis of adhesions. Repair of paraomental (combination of ventral incisional and diaphragmatic) hernia laparoscopically. Placement of mesh for hernia repair. Implant: gore® dualmesh® biomaterial [1dlmc03/7225059] 10 cm x 15 cm, oval. Implant #2 date: (B)(6) 2010 (hospitalization (B)(6) 2010). Description of hernia being treated: ¿local anesthesia was instilled and a left subcostal incision was created with an 11 blade. A 5-mm optical trocar was inserted into the peritoneal cavity and co2 insufflated to create a pneumoperitoneum to 12 mmhg pressure. A 5-mm 30-degree laparoscope was inserted confirming atraumatic intraperitoneal trocar placement as well as extensive adhesions. Under direct visualization after local anesthesia and small skin incision, an infraumbilical 5-mm trocar was placed and another 5-mm trocar was placed in the right upper abdomen laterally. This was later upsized to a 12-mm trocar to accommodate the mesh. The scope was relocated to the umbilical trocar to facilitate triangulation and extensive adhesiolysis was carried out sharply. There were multiple loops of bowel adherent to the anterior abdominal wall. Fortunately, these adhesions were for the most part relatively flimsy and were able to be taken down safely. The bowel was examined carefully after adhesiolysis to be sure there was no enterotomy. After adhesiolysis, exposure to the hernia was achieved and it was noted that the distal stomach and proximal duodenum were within the defect. With the combination of internal manipulation and external palpation bluntly, the contents were reduced. What remained was the omental pedicle. It was felt appropriate to divide this in order to more definitively repair the hernia defect. The harmonic scalpel was used to divide the omental pedicle at the level of the hernia defect and this region was hemostatic.¿ implant size and fixation: ¿the defect was measured intracorporeally and was found to be just under 3 cm in diameter. Subsequently, a 10 cm diameter circular gore-tex dualmesh was felt appropriate to provide wide coverage with an overlap of greater than 3 cm circumferentially. The mesh was prepared extracorporeally by placing 0 ethibond sutures at the 3, 6, and 9 o¿clock positions and then was rolled up and inserted into the peritoneal cavity via the 12-mm trocar. Once positioned intraperitoneally, the mesh was secured initially at the 12 o¿clock position with intracorporeal suture of 0 ethibond to the diaphragm. The remaining three sutures were then pulled up through the anterior abdominal wall using the suture passer with a 1 cm fascial bridge at each site. Of note, during the first attempt using the gore suture passer, the tip of the gore suture passer broke off in the deep subcutaneous tissue, likely at the junction of the old mesh. This could not be easily located and since it was within the deep subcutaneous tissue and probably lodged within the old mesh and not intraperitoneal, was not felt necessary to further pursue localization of this, especially as it was felt highly unlikely that this would be identified. Following this, multiple 0 ethibond interrupted sutures were used to secure the mesh to the diaphragm from the 9-12 o¿clock position and the 12-3 o¿clock positions. The 5-mm hernia tacks were used to secure the mesh from the 3-6 o¿clock positions and 6-9 o¿clock positions. This essentially was overlapping the previously placed mesh. Upon completion, the tack and suture fixation sites were examined and were hemostatic. The 12-mm trocar was removed and this fascial defect approximated with a 0 ethibond, again placed using the suture passer. The remaining trocars were removed as the pneumoperitoneum was evacuated. All sites were hemostatic. The skin at the trocar sites was approximated with 4-0 vicryl subcuticular and dermabond. Dermabond alone was used for the mesh fixation sites.¿ (B)(6) 2010: incision remained clean and dry. Discharged with no heavy lifting. Relevant medical information: (B)(6) 2014: CT abdomen/pelvis. ¿presence of a large relatively well-defined fluid density structure immediately adjacent/posterior to the abdominal mesh within the subcutaneous fat plane with inflammatory changes.¿ (B)(6) 2015: CT abdomen. ¿immediately adjacent/posterior to the abdominal wall mesh there is a well defined fluid structure measuring 14 x 3 cm in sagittal dimension and 15 cm in transverse dimension.¿ conclusion: ¿phlegmon-like structure anterior to the abdominal wall mesh surrounded by inflammatory changes with interval worsening from (B)(6) 2014.¿ partial explant #1 [gore® dualmesh® biomaterial] preoperative complaints: (B)(6) 2015: ¿abdominal pain in setting of multiple prior hernia repairs. No evidence of intra-abdominal process or recurrent hernia. Erythema last week, started on antibiotics without improvement. CT abdomen repeated last week shows persistent (? Slightly smaller) fluid collection beneath the intraperitoneal gore-tex mesh and increasing inflammatory changes in subcutaneous tissues that does not clearly communicate with the gore-tex mesh. Abdomen with focal 8 cm diameter region of tenderness and fullness mid abdomen with blanching erythema.¿ (B)(6) 2015: indications: ¿this patient presents with an increasingly painful abdominal mass. CT and clinical exam reveal findings consistent with an inflammatory/infectious process within the subcutaneous tissue. The patient does have a history of multiple prior hernia repairs with mesh placement and subsequently it was felt that at least one of her underlying meshes was the nidus for this process and exploration was felt appropriate and decided upon after discussion with the patient.¿ partial explant #1 [gore® dualmesh® biomaterial] procedure: abdominal exploration. Debridement of skin and subcutaneous tissue. Mesh explantation. Vac dressing placement. Partial explant #1 [gore® dualmesh® biomaterial] date: (B)(6) 2015 [hospitalization dates unknown]. (B)(6) 2015: ¿sterile prep and drape was performed, local anesthesia was instilled, and a longitudinally oriented elliptical incision was created with a scalpel around the abnormal region. Electrocautery was used to divide the subcutaneous tissue and to create a ¿core¿ of tissue that included the chronic inflammatory change. As this continued down to the abdominal wall, an obvious mesh prosthesis was encountered. This appeared to have folded up and contracted and formed a ¿meshoma.¿ this was clearly contiguous with the process and was felt to likely be the nidus of the process. This was able to be excised/explanted at the level of the abdominal wall this was sent as a specimen. Of note, the specimen was later opened on the backtable and there was a clear sinus tract extending from the mesh to the skin with significant amount of what appeared to be fat necrosis and chronic granulation. This was sent for culture. Following this, the wound bed was examined. There was one area where there was a small, 1 cm opening and with pressure, a large amount of serous fluid was returned. The preoperative CT scan did show a deep seroma and this was felt to likely be fluid from the seroma. As this appeared to be contiguous with the deep mesh on CT scan, it was felt appropriate to send this for stat gram stain to rule out infection. This came back 1+ polys and no recognizable bacteria. Subsequently, it was not felt necessary to explore the deeper mesh, which again could not be visualized and did not appear to be contiguous with the current process. As much of the fluid as possible was evacuated, which was a total of approximately 200 ml. At this point, the wound was irrigated and was hemostatic. A vac dressing was placed.¿ (B)(6) 2015: brief note: ¿sinus track from old mesh up to nearly skin surface with fat necrosis. Fat necrosis sent for culture. Did not appear to freely communicate with the seroma known to be associated with the deepest mesh, but this was entered with gentle further probing, drained and sent for stat gram stain, which was negative.¿ (B)(6) 2015: pathology. ¿specimen: final diagnosis: skin and subcutaneous tissue, abdomen, excision: benign skin and subcutaneous tissue with acutely inflamed granulation tissue. Gross description: specimen is abdominal wound skin, subcutaneous tissue, sinus tract and old mesh. Specimen consists of a piece of fibrofatty tissue with embedded mesh material and attached slightly pigmented nodular skin. Measures 11.0 x 9.0 x 4.8 cm. Skin measures 9.0 x 3.0 cm. Mesh is embedded at the posterior aspect of the specimen. Sectioning shows a sinus tract extending from the mesh to the surface of the skin. The tract measures 6.0 cm in length with a diameter of 1.2 cm. It contains a bloody thick fluid.¿ relevant medical information: (B)(6) 2015: ¿three weeks status post mesh explantation and wound debridement and vac placement. Overall doing well without evidence of infection. Pain improving, wound healing well. Continue vac dressing.¿ (B)(6) 2016: ¿presents with a 24-hr history of swelling, tenderness over the right mid to lower abdomen which came up quite suddenly. Assessment/plan: mass: suspected to be another intra-abdominal abscess and/or atypical recurrence of a ventral hernia.¿ (B)(6) 2016: abdominal sonogram: ¿area of redness at right lower abdomen. Seroma noted, but abscess cannot be excluded at scar. Impression: cellulitis of abdominal wall.¿ (B)(6) 2016: ¿reports increasing abdominal discomfort, as well as an area around previous problems with her cellulitic changes that now seems to be swelling and protruding. Assessment/plan: previously diagnosed abdominal wall cellulitis. Suspect an organizing abscess. Exquisitely tender and enlarging in size.¿ (B)(6) 2016: ultrasound abdomen-limited: ¿cellulitis with evidence of phlegmon; these are more prominent compared to 9/28/16. Additionally, complicated seroma-like structure at or near the surgical scar shows an interval slight increase in size.¿ (B)(6) 2016: CT abdomen/pelvis: ¿new air-fluid level within fluid collection deep to the marlex mesh worrisome for abscess formation. Increase in size of the subjacent subcutaneous fluid collection anterior/superficial to the mesh. While there is no air-fluid level, an infectious process/abscess is suspected given the surrounding inflammatory changes. This could also represent hematoma.¿ explant #2 [gore® dualmesh® plus biomaterial with holes] preoperative complaints: (B)(6) 2016: abdomen: ¿soft, right lower abdomen and pannus tender, ~10x 8 cm area swelling, induration, erythema without active drainage. Midline surgical wound is well healed without evidence of hernia or masses.¿ (B)(6) 2016: ¿history of previous mesh placement and previous mesh explantation for infected mesh. Presents with evidence of a subcutaneous collection consistent with subcutaneous abscess as well as fluid in the retro mesh position with also suspicious for infection in this region as well.¿ explant #2 [gore® dualmesh® plus biomaterial with holes] procedure: incision and drainage of subcutaneous abscess. Debridement of necrotic subcutaneous fat. Mesh explantation. Vac dressing placement explant #2 [gore® dualmesh® plus biomaterial with holes] date: (B)(6) 2016 (hospitalization (B)(6) 2016). (B)(6) 2016: ¿a midline skin incision was created with a scalpel. Dissection was then carried down with electrocautery and a large pus pocket was encountered at the midline and extending to the right of midline. This was evacuated. Culture was taken. Irrigation was performed. There was some necrotic fat surrounding this abscess cavity which was debrided using electrocautery and hemostasis assured. The midline fascia/scar was identified and incised exposing the underlying gore-tex mesh. The mesh was incised and there was an obvious large collection of pus beneath this mesh which was evacuated and also sent for culture. Using combination of sharp and blunt dissection as well as electrocautery when needed, the mesh was dissected away from the overlying abdominal wall out to the perimeter. The perimeter, multiple sutures and tacks were identified. These were all removed allowing for complete explantation of the mesh. At the cephalad aspect of the mesh was omentum going into the mediastinum which was intact. Underneath the mesh was an inflammatory rind and there was no free peritoneal cavity or exposure of the viscera. The area was copiously irrigated. There were a few small bleeding points that were controlled with a combination of electrocautery as well as 3-0 vicryl suture ligatures. The region was measured at approximately 20 cm transversely x 15 cm longitudinally x 8 cm deep. Two separate vac sponges were placed with good seal and suction. The patient was then extubated uneventfully and taken to pacu awake and in stable condition.¿ (B)(6) 2016: pathology: ¿specimen: a) mesh for gross only. Final diagnosis: abdominal mesh, removal: consistent with mesh (gross only). Gross description: consists of an irregular portion of tan synthetic material measuring 21 x 15 x 0.5 cm. Scant fibrous tissue is attached. Microbiology. Culture anaerobic and aerobic other specimen with stain. Result: no growth at 48 hours. Final report: no growth aerobically or anaerobically. Gram reaction result: 2+ pmn¿s [polymorphonuclear leukocytes], no recognizable bacteria seen.¿ (B)(6) 2016: discharge: ¿vac was draining around 200 ml of serosanguinous fluid on pod 2 and 3, though no significant sources of bleeding were found on dressing change. Wound vac in place: wound granulating and healing appropriately.¿ relevant medical information: (B)(6) 2016: ¿3 weeks status post mesh explantation and wound debridement and vac placement. Overall doing well without evidence of infection.¿ (B)(6) 2017: CT abdomen & pelvis ¿significant improvement with resolution of previous abscess collection associated with the mesh. There is mild supraumbilical and umbilical soft tissue density and stranding.¿ (B)(6) 2017: ¿3 week follow up of open abdominal wall wound, non healing but without evidence of infection. Not consistent with fistula but can¿t rule out undrained collection or communication with mesh. Referral to wound clinic.¿ (B)(6) 2017: CT abdomen/pelvis ¿evidence of soft-tissue inflammation/straining associated with inferior aspect of mesh shows interval improvement.¿ (B)(6) 2017: ¿has a massive belly. Wound above umbilicus. Sterile q-tip goes in gently up to about 0.7 cm. Some fibrous nonviable tissue that comes out of this wound. Culture of draining sinus tract grew out light growth of staphylococcus aureus sensitive to everything. May be related to contaminated mesh left behind in her abdomen.¿ (B)(6) 2017: ¿wound appears to track cephalad toward mesh. Doubt this will heal without mesh explantation.¿ (B)(6) 2017: ¿finished doxycycline about a week ago. Only change noticed was color of drainage changed from dark green to lighter green-yellow. Has wound that seems to be expanding slightly, length by width. She really did not respond to the antibiotics of 10 days of doxycycline for the mrsa.¿ (B)(6) 2017: ¿infected prosthetic mesh of abdominal wall. Open abdominal wall wound. CT scan of the abdomen reveals fluid collection tracing from the wound to around the previous microporous mesh.¿ explant #3 [gore® dualmesh® biomaterial] preoperative complaints: (B)(6) 2017: ¿presents with a chronic abdominal wound. This is felt to likely be communicating with a previously placed mesh and this process would not resolve without removal of the foreign body.¿ explant #3 [gore® dualmesh® biomaterial] procedure: diagnostic laparoscopy. Extensive lysis of adhesions. Mesh explantation. Explant #3 [gore® dualmesh® biomaterial] date: (B)(6) 2017. Procedure: ¿5 mm optical trocar was used to access the peritoneal cavity under direct visualization and co2 then insufflated creating pneumoperitoneum to 12 mmhg pressure. 5 minute [sic] of 30° left scope was inserted confirming atraumatic intraperitoneal trocar placement. There were omental adhesions to the abdominal wall. Under direct visualization after local anesthesia and small skin incision, 2 more 5 mm trochars [sic] are placed. One in the midline infra umbilical region and another in the right upper quadrant. The original left upper quadrant trocar was later upsized to a 12 mm trocar to allow for extraction of the mesh. The scope was relocated to the infraumbilical trocar to facilitate regulation. Using combination of sharp and blunt dissection as well as electrocautery when needed, significant omental adhesions were taken down from the abdominal wall to facilitate exposure. This led to exposure of firm inflammatory capsule overlying the mesh. Using cautery, this was dissected off of the abdominal wall the previously placed mesh and removed from the patient. The mesh was then dissected away from the abdominal wall. There are multiple previously placed titanium hernia tacks that were kept with the mesh and removed. There are also multiple ethibond sutures which were divided and removed as well. Care was taken to avoid injury to the diaphragm. After takedown of the mesh, the abdominal wall and omentum were examined. There was some purulent and fibrinous material identified. This was suctioned. The area was irrigated copiously. A final survey was taken. There was no active issue. There was no bleeding. An endo pouch bag was inserted via the left upper quadrant trocar and the mesh was placed within the bag which was then closed and removed the fascial defect at this site was approximated with 0 vicryl figure of eight suture, placed with the gore suture passer using left scopic [sic] assistance. A culture was taken of the mesh which was then sent to pathology along with the inflammatory capsule. The remaining trochars [sic] removed as the pneumoperitoneum was evacuated. All sites were hemostatic. The trocar sites were approximated with 4-0 vicryl subcuticular and dermabond.¿ (B)(6) 2017: pathology and cytology: ¿specimen: a) explanted mesh. B) inflammatory rind. Final diagnosis: a) explanted mesh, removal: benign fibroconnective and adipose tissue with inflammation, reactive changes and foreign body giant cells surrounding foreign material. B) soft tissue, inflammatory rind, biopsy: fibroconnective and adipose tissue with inflammation, reactive changes and foreign-body giant cells. Gross description: a) explanted mesh consists of an approximate 9.0 x 7.0 x 0.1 cm synthetic mesh with a small amount of adherent soft tissue. Microbiology. Culture and aerobic + aerobic result: no growth at 48 hours. No anaerobes isolated. Gram reaction: 2+ pmn¿s, 2+ gram positive cocci in clusters.¿ relevant medical information: (B)(6) 2018: 4 weeks status post laparoscopic mesh explantation. Overall doing well without evidence of infection. Midline wound has healed. Notes scant drainage from one of the trocar sites that is improving. Left upper quadrant trocar site with 3 mm opening with scant serous drainage. Conclusion: event (B)(4) gore® suture passer (unk/unk). It should be noted that the gore® suture passer instructions for use include warnings: ¿do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly. Incomplete need retraction into the sleeve during use may cause breakage of the needle tip.¿ the instructions for use further warn: ¿should the needle inadvertently come loose or a portion break, falling into the body cavity, retrieve the part with graspers.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes and the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2012 through (B)(6), 2014 were not provided. Patient information: medical history: ¿ morbid obesity - (B)(6)2008: 300 lbs., bmi 53.1 - (B)(6)2010: 285 lbs., bmi 50.5 - (B)(6)2015: 287 lbs., bmi 50.9 - (B)(6)2017: 292 lbs., bmi 51.8. ¿ chronic obstructive pulmonary disease [copd] ¿ type ii diabetes - 10/4/16: metformin ¿ smoking - unknown date: 1 pack per day for 50 years - (B)(6)2008: ½ pack per day smoker - (B)(6)2009: smokes 1 pack daily - (B)(6)2010: 1 pack per week; smoking for 40 years - (B)(6)2016: current smoker - (B)(6)2017: quit smoking 8 months ago ¿ hypertension ¿ sleep apnea ¿ hypercholesterolemia ¿ gastroesophageal reflux disease [gerd] ¿ (B)(6)2010: recurrent incisional hernia in epigastric area. Fluid collection beneath mesh. ¿ (B)(6)2014: hiatal hernia, mesh has irregular appearance, fluid density anterior to mesh. ¿ (B)(6)2015: chronic seroma, residual omental pedicle and affiliated scar/inflammation. ¿ (B)(6)2015: sinus tract from old mesh, fat necrosis, meshoma, chronic inflammatory change. ¿ (B)(6)2016: abdominal wall cellulitis with abdominal wall abscess to mesh with air-fluid level collection. ¿ (B)(6)17: open abdominal wall wound; likely abscess that spontaneously drained, inflammatory changes. ¿ (B)(6)17: infected prosthetic mesh, open abdominal wall wound. Prior surgical procedures: ¿ 1975: ectopic pregnancy ¿ 1980: cholecystectomy with hysterectomy. ¿ 2008: coronary artery bypass graft [CABG], incisional hernia repair with mesh, complicated by wound infection, multiple wound debridements. ¿ 2008-2009: hernia repair x 5. ¿ (B)(6)2008: open wound in chest hernia; treated with 4 or 5 debridement procedures and attempt of hernia repair. ¿ (B)(6)2008: debridement of mediastinitis. ¿ (B)(6)2008: wound closure for mediastinitis (likely with open omental harvest and split thickness skin graft). ¿ (B)(6)2009: open ventral hernia repair with primary closure. Relevant medical information: ¿ (B)(6)2007: CT abdomen/pelvis. ¿hematoma within right rectus at level of pelvis. Intraperitoneal hematoma along right lateral aspect of low abdomen & pelvis.¿ implant #1 preoperative complaints: ¿ (B)(6)2009: ¿history of CABG with wound infection status post skin graft. Subsequently developed ventral hernia and underwent ventral hernia repair earlier this year. Has complained of recurrent ventral hernia enlargement.¿ implant #1 procedure: laparoscopic recurrent ventral hernia repair with mesh implantation. Implant: gore® dualmesh® plus biomaterial with holes [1dlmcph08/05803916] 26 cm x 34 cm, oval. Implant #1 date: (B)(6), 2009 ¿ description of hernia being treated: ¿incision was made in the right abdominal wall lateral to the midclavicular line. Dissection was carried down bluntly through subcutaneous tissue until the fascia was reached and sharply incised into and a balloon trocar was inserted. At this point, we identified a large subxiphoid ventral hernia with involvement of the small bowel and omentum. Using endoshears, we proceeded to take down the adhesions. Following extensive lysis of adhesions, the small bowel was dissected free. At this point, the omentum that was trapped in the ventral hernia was inspected. Due to her prior skin graft, it was decided that the omentum would be left in place to provide blood flow to the skin graft. Inspection of the omentum, we were able to identify 2 large vessels supplying this portion of the omentum and preserved this vasculature.¿ ¿ implant size and fixation: ¿at this point, with the lysis of adhesions complete, we proceeded to place a dualmesh plus of 34 x 26 in size for our hernia repair. First, the mesh was prepared with gore sutures and was introduced into the abdomen. Once this was accomplished, it was unrolled intraabdominally and anchored to the abdominal wall in the superior, inferior, and in bilateral positions with the use of a carter-thomason suture-passing device. Once the mesh was anchored in these positions, a series of anchors placed with the protacker was placed along the border of the mesh. Additional anchor sutures were placed with gore sutures in between the previously placed anchor sutures. Once all of these were completed, final inspection demonstrated no evidence of active bleeding or evidence of bowel injury. At this point, the abdomen was desufflated. Using o vicryl stitches, the balloon trocar port site was reapproximated. The fascia for the balloon trocar port site was reapproximated using a series of figure-of-eight stitches. The skin was reapproximated at all port incisions with 4-0 monocryl subcuticular stitches. Additionally, the stab wounds required for the placement of our anchor sutures were reapproximated.¿ relevant medical information: ¿ (B)(6)2009: CT chest/abdomen. ¿seroma adjacent to anterior abdominal wall hernia mesh. Hernia defect superior to mesh extending into anterior chest wall.¿ implant #2 preoperative complaints: ¿ (B)(6)2010: ¿recurrent ventral/incisional hernia. Since 9/09, noted a lump and discomfort in upper abdomen. Has since enlarged and has persistent discomfort. Appears to have a paraomental hernia adjacent to a previously placed mesh that has pulled away from the abdominal wall/diaphragm.¿ ¿ (B)(6)2010: indications: ¿the patient presents with a history, exam, CT scan consistent with a paraomental hernia following prior omental flap for sternal wound dehiscence. She has had two failed repair and is admitted now with a history and exam consistent with incarcerating stomach and obstruction.¿ implant #2 procedure: extensive laparoscopic lysis of adhesions. Repair of paraomental (combination of ventral incisional and diaphragmatic) hernia laparoscopically. Placement of mesh for hernia repair. Implant: gore® dualmesh® biomaterial [1dlmc03/7225059] 10 cm x 15 cm, oval; gore® suture passer (unk/unk) implant #2 date: (B)(6), 2010 (hospitalization (B)(6), 2010) ¿ description of hernia being treated: ¿local anesthesia was instilled and a left subcostal incision was created with an 11 blade. A 5-mm optical trocar was inserted into the peritoneal cavity and co2 insufflated to create a pneumoperitoneum to 12 mmhg pressure. A 5-mm 30-degree laparoscope was inserted confirming atraumatic intraperitoneal trocar placement as well as extensive adhesions. Under direct visualization after local anesthesia and small skin incision, an infraumbilical 5-mm trocar was placed and another 5-mm trocar was placed in the right upper abdomen laterally. This was later upsized to a 12-mm trocar to accommodate the mesh. The scope was relocated to the umbilical trocar to facilitate triangulation and extensive adhesiolysis was carried out sharply. There were multiple loops of bowel adherent to the anterior abdominal wall. Fortunately, these adhesions were for the most part relatively flimsy and were able to be taken down safely. The bowel was examined carefully after adhesiolysis to be sure there was no enterotomy. After adhesiolysis, exposure to the hernia was achieved and it was noted that the distal stomach and proximal duodenum were within the defect. With the combination of internal manipulation and external palpation bluntly, the contents were reduced. What remained was the omental pedicle. It was felt appropriate to divide this in order to more definitively repair the hernia defect. The harmonic scalpel was used to divide the omental pedicle at the level of the hernia defect and this region was hemostatic.¿ ¿ implant size and fixation: ¿the defect was measured intracorporeally and was found to be just under 3 cm in diameter. Subsequently, a 10 cm diameter circular gore-tex dualmesh was felt appropriate to provide wide coverage with an overlap of greater than 3 cm circumferentially. The mesh was prepared extracorporeally by placing 0 ethibond sutures at the 3, 6, and 9 o¿clock positions and then was rolled up and inserted into the peritoneal cavity via the 12-mm trocar. Once positioned intraperitoneally, the mesh was secured initially at the 12 o¿clock position with intracorporeal suture of 0 ethibond to the diaphragm. The remaining three sutures were then pulled up through the anterior abdominal wall using the suture passer with a 1 cm fascial bridge at each site. Of note, during the first attempt using the gore suture passer, the tip of the gore suture passer broke off in the deep subcutaneous tissue, likely at the junction of the old mesh. This could not be easily located and since it was within the deep subcutaneous tissue and probably lodged within the old mesh and not intraperitoneal, was not felt necessary to further pursue localization of this, especially as it was felt highly unlikely that this would be identified. Following this, multiple 0 ethibond interrupted sutures were used to secure the mesh to the diaphragm from the 9-12 o¿clock position and the 12-3 o¿clock positions. The 5-mm hernia tacks were used to secure the mesh from the 3-6 o¿clock positions and 6-9 o¿clock positions. This essentially was overlapping the previously placed mesh. Upon completion, the tack and suture fixation sites were examined and were hemostatic. The 12-mm trocar was removed and this fascial defect approximated with a 0 ethibond, again placed using the suture passer. The remaining trocars were removed as the pneumoperitoneum was evacuated. All sites were hemostatic. The skin at the trocar sites was approximated with 4-0 vicryl subcuticular and dermabond. Dermabond alone was used for the mesh fixation sites.¿ ¿ (B)(6)2010: incision remained clean and dry. Discharged with no heavy lifting. Relevant medical information: ¿ (B)(6)2014: CT abdomen/pelvis. ¿presence of a large relatively well-defined fluid density structure immediately adjacent/posterior to the abdominal mesh within the subcutaneous fat plane with inflammatory changes.¿ ¿ (B)(6)2015: CT abdomen. ¿immediately adjacent/posterior to the abdominal wall mesh there is a well defined fluid structure measuring 14 x 3 cm in sagittal dimension and 15 cm in transverse dimension.¿ conclusion: ¿phlegmon-like structure anterior to the abdominal wall mesh surrounded by inflammatory changes with interval worsening from (B)(6)2014.¿ partial explant #1 [gore® dualmesh® biomaterial] preoperative complaints: ¿ (B)(6)2015: ¿abdominal pain in setting of multiple prior hernia repairs. No evidence of intra-abdominal process or recurrent hernia. Erythema last week, started on antibiotics without improvement. CT abdomen repeated last week shows persistent (? Slightly smaller) fluid collection beneath the intraperitoneal gore-tex mesh and increasing inflammatory changes in subcutaneous tissues that does not clearly communicate with the gore-tex mesh. Abdomen with focal 8 cm diameter region of tenderness and fullness mid abdomen with blanching erythema.¿ ¿ (B)(6)2015: indications: ¿this patient presents with an increasingly painful abdominal mass. CT and clinical exam reveal findings consistent with an inflammatory/infectious process within the subcutaneous tissue. The patient does have a history of multiple prior hernia repairs with mesh placement and subsequently it was felt that at least one of her underlying meshes was the nidus for this process and exploration was felt appropriate and decided upon after discussion with the patient.¿ partial explant #1 [gore® dualmesh® biomaterial] procedure: abdominal exploration. Debridement of skin and subcutaneous tissue. Mesh explantation. Vac dressing placement. Partial explant #1 [gore® dualmesh® biomaterial] date: (B)(6) 2015 ¿ (B)(6)2015: ¿sterile prep and drape was performed, local anesthesia was instilled, and a longitudinally oriented elliptical incision was created with a scalpel around the abnormal region. Electrocautery was used to divide the subcutaneous tissue and to create a ¿core¿ of tissue that included the chronic inflammatory change. As this continued down to the abdominal wall, an obvious mesh prosthesis was encountered. This appeared to have folded up and contracted and formed a ¿meshoma.¿ this was clearly contiguous with the process and was felt to likely be the nidus of the process. This was able to be excised/explanted at the level of the abdominal wall this was sent as a specimen. Of note, the specimen was later opened on the backtable and there was a clear sinus tract extending from the mesh to the skin with significant amount of what appeared to be fat necrosis and chronic granulation. This was sent for culture. Following this, the wound bed was examined. There was one area where there was a small, 1 cm opening and with pressure, a large amount of serous fluid was returned. The preoperative CT scan did show a deep seroma and this was felt to likely be fluid from the seroma. As this appeared to be contiguous with the deep mesh on CT scan, it was felt appropriate to send this for stat gram stain to rule out infection. This came back 1+ polys and no recognizable bacteria. Subsequently, it was not felt necessary to explore the deeper mesh, which again could not be visualized and did not appear to be contiguous with the current process. As much of the fluid as possible was evacuated, which was a total of approximately 200 ml. At this point, the wound was irrigated and was hemostatic. A vac dressing was placed.¿ ¿ (B)(6)2015: brief note: ¿sinus track from old mesh up to nearly skin surface with fat necrosis. Fat necrosis sent for culture. Did not appear to freely communicate with the seroma known to be associated with the deepest mesh, but this was entered with gentle further probing, drained and sent for stat gram stain, which was negative.¿ ¿ (B)(6)2015: pathology. ¿specimen: final diagnosis: skin and subcutaneous tissue, abdomen, excision: benign skin and subcutaneous tissue with acutely inflamed granulation tissue. Gross description: specimen is abdominal wound skin, subcutaneous tissue, sinus tract and old mesh. Specimen consists of a piece of fibrofatty tissue with embedded mesh material and attached slightly pigmented nodular skin. Measures 11.0 x 9.0 x 4.8 cm. Skin measures 9.0 x 3.0 cm. Mesh is embedded at the posterior aspect of the specimen. Sectioning shows a sinus tract extending from the mesh to the surface of the skin. The tract measures 6.0 cm in length with a diameter of 1.2 cm. It contains a bloody thick fluid.¿ relevant medical information: ¿ (B)(6)2015: ¿three weeks status post mesh explantation and wound debridement and vac placement. Overall doing well without evidence of infection. Pain improving, wound healing well. Continue vac dressing.¿ ¿ (B)(6)2016: ¿presents with a 24-hr history of swelling, tenderness over the right mid to lower abdomen which came up quite suddenly. Assessment/plan: mass: suspected to be another intra-abdominal abscess and/or atypical recurrence of a ventral hernia.¿ ¿ (B)(6)2016: abdominal sonogram: ¿area of redness at right lower abdomen. Seroma noted, but abscess cannot be excluded at scar. Impression: cellulitis of abdominal wall.¿ ¿ (B)(6)2016: ¿reports increasing abdominal discomfort, as well as an area around previous problems with her cellulitic changes that now seems to be swelling and protruding. Assessment/plan: previously diagnosed abdominal wall cellulitis. Suspect an organizing abscess. Exquisitely tender and enlarging in size.¿ ¿ (B)(6)2016: ultrasound abdomen-limited: ¿cellulitis with evidence of phlegmon; these are more prominent compared to (B)(6)16. Additionally, complicated seroma-like structure at or near the surgical scar shows an interval slight increase in size.¿ ¿ (B)(6)2016: CT abdomen/pelvis: ¿new air-fluid level within fluid collection deep to the marlex mesh worrisome for abscess formation. Increase in size of the subjacent subcutaneous fluid collection anterior/superficial to the mesh. While there is no air-fluid level, an infectious process/abscess is suspected given the surrounding inflammatory changes. This could also represent hematoma.¿ explant #2 [gore® dualmesh® plus biomaterial with holes] preoperative complaints: ¿ (B)(6)2016: abdomen: ¿soft, right lower abdomen and pannus tender, ~10x 8 cm area swelling, induration, erythema without active drainage. Midline surgical wound is well healed without evidence of hernia or masses.¿ ¿ (B)(6)16: ¿history of previous mesh placement and previous mesh explantation for infected mesh. Presents with evidence of a subcutaneous collection consistent with subcutaneous abscess as well as fluid in the retro mesh position with also suspicious for infection in this region as well.¿ explant #2 [gore® dualmesh® plus biomaterial with holes] procedure: incision and drainage of subcutaneous abscess. Debridement of necrotic subcutaneous fat. Mesh explantation. Vac dressing placement explant #2 [gore® dualmesh® plus biomaterial with holes] date: (B)(6), 2016 (hospitalization (B)(6) 2016) ¿ (B)(6)2016: ¿a midline skin incision was created with a scalpel. Dissection was then carried down with electrocautery and a large pus pocket was encountered at the midline and extending to the right of midline. This was evacuated. Culture was taken. Irrigation was performed. There was some necrotic fat surrounding this abscess cavity which was debrided using electrocautery and hemostasis assured. The midline fascia/scar was identified and incised exposing the underlying gore-tex mesh. The mesh was incised and there was an obvious large collection of pus beneath this mesh which was evacuated and also sent for culture. Using combination of sharp and blunt dissection as well as electrocautery when needed, the mesh was dissected away from the overlying abdominal wall out to the perimeter. The perimeter, multiple sutures and tacks were identified. These were all removed allowing for complete explantation of the mesh. At the cephalad aspect of the mesh was omentum going into the mediastinum which was intact. Underneath the mesh was an inflammatory rind and there was no free peritoneal cavity or exposure of the viscera. The area was copiously irrigated. There were a few small bleeding points that were controlled with a combination of electrocautery as well as 3-0 vicryl suture ligatures. The region was measured at approximately 20 cm transversely x 15 cm longitudinally x 8 cm deep. Two separate vac sponges were placed with good seal and suction. The patient was then extubated uneventfully and taken to pacu awake and in stable condition.¿ ¿ (B)(6)2016: pathology: ¿specimen: a) mesh for gross only. Final diagnosis: abdominal mesh, removal: consistent with mesh (gross only). Gross description: consists of an irregular portion of tan synthetic material measuring 21 x 15 x 0.5 cm. Scant fibrous tissue is attached. Microbiology. Culture anaerobic and aerobic other specimen with stain. Result: no growth at 48 hours. Final report: no growth aerobically or anaerobically. Gram reaction result: 2+ pmn¿s [polymorphonuclear leukocytes], no recognizable bacteria seen.¿ ¿ (B)(6)2016: discharge: ¿vac was draining around 200 ml of serosanguinous fluid on pod 2 and 3, though no significant sources of bleeding were found on dressing change. Wound vac in place: wound granulating and healing appropriately.¿ relevant medical information: ¿ (B)(6)2016: ¿3 weeks status post mesh explantation and wound debridement and vac placement. Overall doing well without evidence of infection.¿ ¿ (B)(6)2017: CT abdomen & pelvis ¿significant improvement with resolution of previous abscess collection associated with the mesh. There is mild supraumbilical and umbilical soft tissue density and stranding.¿ ¿ (B)(6)2017: ¿3 week follow up of open abdominal wall wound, non healing but without evidence of infection. Not consistent with fistula but can¿t rule out undrained collection or communication with mesh. Referral to wound clinic.¿ ¿ (B)(6)2017: CT abdomen/pelvis ¿evidence of soft-tissue inflammation/straining associated with inferior aspect of mesh shows interval improvement.¿ ¿ (B)(6)2017: ¿has a massive belly. Wound above umbilicus. Sterile q-tip goes in gently up to about 0.7 cm. Some fibrous nonviable tissue that comes out of this wound. Culture of draining sinus tract grew out light growth of staphylococcus aureus sensitive to everything. May be related to contaminated mesh left behind in her abdomen.¿ ¿ (B)(6)2017: ¿wound appears to track cephalad toward mesh. Doubt this will heal without mesh explantation.¿ ¿ (B)(6)2017: ¿finished doxycycline about a week ago. Only change noticed was color of drainage changed from dark green to lighter green-yellow. Has wound that seems to be expanding slightly, length by width. She really did not respond to the antibiotics of 10 days of doxycycline for the mrsa.¿ ¿ (B)(6)2017: ¿infected prosthetic mesh of abdominal wall. Open abdominal wall wound. CT scan of the abdomen reveals fluid collection tracing from the wound to around the previous microporous mesh.¿ explant #3 [gore® dualmesh® biomaterial] preoperative complaints: ¿ (B)(6)2017: ¿presents with a chronic abdominal wound. This is felt to likely be communicating with a previously placed mesh and this process would not resolve without removal of the foreign body.¿ explant #3 [gore® dualmesh® biomaterial] procedure: diagnostic laparoscopy. Extensive lysis of adhesions. Mesh explantation. Explant #3 [gore® dualmesh® biomaterial] date: (B)(6)2017 ¿ procedure: ¿5 mm optical trocar was used to access the peritoneal cavity under direct visualization and co2 then insufflated creating pneumoperitoneum to 12 mmhg pressure. 5 minute [sic] of 30° left scope was inserted confirming atraumatic intraperitoneal trocar placement. There were omental adhesions to the abdominal wall. Under direct visualization after local anesthesia and small skin incision, 2 more 5 mm trochars [sic] are placed. One in the midline infra umbilical region and another in the right upper quadrant. The original left upper quadrant trocar was later upsized to a 12 mm trocar to allow for extraction of the mesh. The scope was relocated to the infraumbilical trocar to facilitate regulation. Using combination of sharp and blunt dissection as well as electrocautery when needed, significant omental adhesions were taken down from the abdominal wall to facilitate exposure. This led to exposure of firm inflammatory capsule overlying the mesh. Using cautery, this was dissected off of the abdominal wall the previously placed mesh and removed from the patient. The mesh was then dissected away from the abdominal wall. There are multiple previously placed titanium hernia tacks that were kept with the mesh and removed. There are also multiple ethibond sutures which were divided and removed as well. Care was taken to avoid injury to the diaphragm. After takedown of the mesh, the abdominal wall and omentum were examined. There was some purulent and fibrinous material identified. This was suctioned. The area was irrigated copiously. A final survey was taken. There was no active issue. There was no bleeding. An endo pouch bag was inserted via the left upper quadrant trocar and the mesh was placed within the bag which was then closed and removed the fascial defect at this site was approximated with 0 vicryl figure of eight suture, placed with the gore suture passer using left scopic [sic] assistance. A culture was taken of the mesh which was then sent to pathology along with the inflammatory capsule. The remaining trochars [sic] removed as the pneumoperitoneum was evacuated. All sites were hemostatic. The trocar sites were approximated with 4-0 vicryl subcuticular and dermabond.¿ ¿ (B)(6)2017: pathology and cytology: ¿specimen: a) explanted mesh. B) inflammatory rind. Final diagnosis: a) explanted mesh, removal: benign fibroconnective and adipose tissue with inflammation, reactive changes and foreign body giant cells surrounding foreign material. B) soft tissue, inflammatory rind, biopsy: fibroconnective and adipose tissue with inflammation, reactive changes and foreign-body giant cells. Gross description: a) explanted mesh consists of an approximate 9.0 x 7.0 x 0.1 cm synthetic mesh with a small amount of adherent soft tissue. Microbiology. Culture and aerobic + aerobic result: no growth at 48 hours. No anaerobes isolated. Gram reaction: 2+ pmn¿s, 2+ gram positive cocci in clusters.¿ relevant medical information: ¿ (B)(6)2018: 4 weeks status post laparoscopic mesh explantation. Overall doing well without evidence of infection. Midline wound has healed. Notes scant drainage from one of the trocar sites that is improving. Left upper quadrant trocar site with 3 mm opening with scant serous drainage. Conclusion: it should be noted that the gore® suture passer instructions for use include warnings: ¿do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly. Incomplete need retraction into the sleeve during use may cause breakage of the needle tip.¿ the instructions for use further warn: ¿should the needle inadvertently come loose or a portion break, falling into the body cavity, retrieve the part with graspers.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6) center. (B)(6) md. Operative report. Pre/postop diagnosis: incarcerated/obstructing, paraomental (ventral incisional/diaphragmatic) hernia. Procedure: extensive laparoscopic lysis of adhesions. Repair of paraomental (combination of ventral incisional and diaphragmatic) hernia laparoscopically. Placement of mesh for hernia repair. Complications: loss of the tip of gore suture passer and subcutaneous tissue. Indications for procedure: the patient presents with a history, exam, CT scan consistent with a paraomental hernia following prior omental flap for sternal wound dehiscence. She has had two failed repair and is admitted now with a history and exam consistent with incarcerating stomach and obstruction. Subsequently, after failure of abdominal binder for treatment of this, repair was felt appropriate. Operative findings: the patient had a relatively small defect measuring approximately 3 cm in diameter. The contents included distal stomach and proximal duodenum as well as omentum as expected. The contents included distal stomach and proximal duodenum as well as omentum as expected. The contents were reduced and the omental pedicle was then amputated at the level of the defect. The region was repaired using a 10-cm diameter gore-tex dual mesh secured with a combination of full-thickness transfascial fixation sutures as well as diaphragmatic sutures as well as 5-mm hernia tacks. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position. General anesthesia was induced. Sterile prep and drape was performed. Local anesthesia was instilled and a left subcostal incision was created with an 11 blade. A 5-mm optical trocar was inserted into the peritoneal cavity and co2 insufflated to create a pneumoperitoneum to 12 mmhg pressure. A 5-mm 30-degree laparoscope was inserted confirming atraumatic intraperitoneal trocar placement as well as extensive adhesions. Under direct visualization after local anesthesia and small skin incision, an infraumbilical 5-mm trocar was placed and another 5-mm trocar was placed in the right upper abdomen laterally. This was later upsized to a 12-mm trocar to accommodate the mesh. The scope was relocated to the umbilical trocar to facilitate triangulation and extensive adhesiolysis was carried out sharply. There were multiple loops of bowel adherent to the anterior abdominal wall. Fortunately, these adhesions were for the most part relatively flimsy and were able to be taken down safely. The bowel was examined carefully after adhesiolysis to be sure there was no enterotomy. After adhesiolysis, exposure to the hernia was achieved and it was noted that the distal stomach and proximal duodenum were within the defect. With the combination of internal manipulation and external palpation bluntly, the contents were reduced. What remained was the omental pedicle. It was felt appropriate to divide this in order to more definitively repair the hernia defect. The harmonic scalpel was used to divide the omental pedicle at the level of the hernia defect and this region was hemostatic. The defect was measured intracorporeally and was found to be just under 3 cm in diameter. Subsequently, a 10 cm diameter circular gore-tex dualmesh was felt appropriate to provide wide coverage with an overlap of greater than 3 cm circumferentially. The mesh was prepared extracorporeally by placing 0 ethibond sutures at the 3, 6, and 9 o'clock positions and then was rolled up and inserted into the peritoneal cavity via the 12-mm trocar. Once positioned intraperitoneally, the mesh was secured initially at the 12 o'clock position with intracorporeal suture of 0 ethibond to the diaphragm. The remaining three sutures were then pulled up through the anterior abdominal wall using the suture passer with a 1 cm fascial bridge at each site. Of note, during the first attempt using the gore suture passer, the tip of the gore suture passer broke off in the deep subcutaneous tissue, likely at the junction of the old mesh. This could not be easily located and since it was within the deep subcutaneous tissue and probably lodged within the old mesh and not intraperitoneal, was not felt necessary to further pursue localization of this, especially as it was felt highly unlikely that this would be identified. Following this, multiple 0 ethibond interrupted sutures were used to secure the mesh to the diaphragm from the 9-12 o'clock position and the 12-3 o'clock positions. The 5-mm hernia tacks were used to secure the mesh from the 3-6 o'clock positions and 6-9 o'clock positions. This essentially was overlapping the previously placed mesh. Upon completion, the tack and suture fixation sites were examined and were hemostatic. The 12-mm trocar was removed and this fascial defect approximated with a 0 ethibond, again placed using the suture passer. The remaining trocars were removed as the pneumoperitoneum was evacuated. All sites were hemostatic. The skin at the trocar sites was approximated with 4-0 vicryl subcuticular and dermabond. Dermabond alone was used for the mesh fixation sites. The patient has since been extubated and plans for transfer to pacu.¿ on (B)(6) 2010: (B)(6) center. Implant log. Implant sticker. Manufacturer¿s instructions followed for rinsing tissue implants. Label: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 7225059. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/7225059) was implanted during the procedure. On (B)(6) 2010: (B)(6) center. (B)(6) md. Discharge summary. Hospital course: initially treated conservatively with binder with bolster. Continued to have nausea and vomiting, ngt was inserted. Post-op, had minimal pain, nausea began improving. Incision remained clean and dry with steristrips itact [sic] and no erythema. Prior to discharge, the patient was ambulating well, tolerating a diet with no ill effects. Discharge diagnoses: incisional hernia ¿ s/p repair with mesh. No heavy lifting. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. The gore® suture passer instructions for use states: warnings: do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip. Precautions include: the entire needle/sleeve assembly should be changed periodically when the needle becomes dull or the needle/sleeve assembly is bent or damaged.

Event description:
It was reported to gore that during an extensive laparoscopic lysis of adhesions, repair of paromental (combination of ventral incisional and diaphragmatic) hernia laparoscopically procedure on (B)(6) 2010, the tip of a gore® suture passer allegedly broke off in the deep subcutaneous tissue, likely at the junction of the old mesh.